Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the device was explanted on (B)(6) 2026. Re-implantation is planned but had not taken place at the time of this report.